Manufacturer narrative:
(B)(4). Batch # p5923e. The following information was requested, but unavailable: can you please clarify how the device "didn't work"? Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damaged on the knife is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device didn't work. There were no patient consequences reported.